Event description:
An optometrist reported a pt with corneal haze at two month photorefractive keratectomy (prk) post-operative visit. Add'l info from reporter indicated the pt's topical steroid dosage was increased. Add'l info has been requested. This report references the left eye. An add'l info has been requested. An add'l report will be filed for the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested. (B)(4).